Event description:
It was reported that the cement hardened for only 5~6 min during bha(biomet cmk). So, the stem could not be inserted completely. The stem and cement were removed once. And spare cement and same size stem were implanted instead of them. The cement was stored in 4¿ cool box of the hospital for 24 hours. It was taken out from the cool box 15 min before use. Ope room temp was 23~24¿. Before the cement was shipped to the hospital, the cement was stored in 20¿temp in distributor center. Revolusion mixing system was used. The revolution was stored in 20¿temp for 24hours. The cement was mixed for 2 minutes. One pac of the cement was used. All monomer and polymer were used. Antibiotic and any other substances were not mixed into the cement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Product discarded.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Device evaluation was not performed as no items were returned as the cement remains implanted. No retained samples testing was completed as no lot information was provided. Device history review nor complaint history review was performed as no lot information was provided. Conclusion: the exact cause of the event could not be determined as no lot information or devices were provided for evaluation. Instructions for proper mixing techniques and cement handling are included in the IFU. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the cement hardened for only 5~6 min during bha(biomet cmk). So, the stem could not be inserted completely. The stem and cement were removed once. And spare cement and same size stem were implanted instead of them. The cement was stored in 4 cool box of the hospital for 24 hours. It was taken out from the cool box 15 min before use. Ope room temp was 23~24. Before the cement was shipped to the hospital, the cement was stored in 20 temp in distributor center. Revolusion mixing system was used. The revolution was stored in 20 temp for 24 hours. The cement was mixed for 2 minutes. One (1) pac of the cement was used. All monomer and polymer were used. Antibiotic and any other substances were not mixed into the cement.